Event description:
A pt was treated on 6/17/96 to the nasolabial folds, glabella and lines inferior and lateral to the eyes. On 8/13/96, the pt develped slight swelling at the collagen injection site, just below the right lower eyelid. On 8/14/96, the pt was seen by the injecting physician's associate who diagnosed an insect bite and prescribed topical cortisone cream and an oral anthistamine. On 10/17/96, the pt was seen with palpable beads of collagen at the right nasolabial fold and under the right eye injection site. The site under the right eye appeared slightly swollen. The pt reported continuing, intermittent swelling at the nasolabial folds and periorbital treatment sites. The injecting physician diagnosed a possible hypersensitivity to collagen;' no add'l medical or surgical intervention was prescribed or planned.